Manufacturer narrative:
Missing patient initials/device information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the md went to attach the pump to the apical cuff, the lock would not engage. No debris was seen on the apical cuff or pump to interfere with the pump lock. The md tried to reposition and re-lock the pump multiple times without success. Preparation and attaching the pump was according to the instructions for use. Another pump and outflow graft were opened when the pump was deemed defective by the md.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported difficulty engaging the pump with the apical cuff could not be confirmed through this evaluation as no product was returned for evaluation and no images were submitted for analysis. A specific cause for this event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.